Event description:
It was reported that patient received a bone void filler during a posterior transforaminal interbody fusion (l3-s1). Four years and four months later, the patient presented in the emergency room with "shortness of breath and fever," and was subsequently diagnosed with (B)(6) using western blot and dna pcr testing. Patient was given antibiotics and treatment is "in process."

Manufacturer narrative:
(B)(4). The subject device was not returned for evaluation. No patient medical records were provided for review. The donor's medical records were reviewed. The donor (B)(6).